Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2800 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2800 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("retained framents of essure coils on CT scan") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma nos, adenomyosis, nabothian cyst, uterine cervical squamous metaplasia, chronic cervicitis, endometriosis, scar, exacerbation of disease, uterine fibroids, anemia and menorrhagia on (B)(6) 2022, pelvic pain, breast biopsy, pelvic pain, parity (g4p2022) and multi gravida on (B)(6) 2022, fibrocystic disease of breast in 2016, hysteroscopy in 2015, low grade squamous intraepithelial lesion in 2013, migraine in 2012 and overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2899 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy,total vaginal hysterectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-no. G4p2022. Birth control/protection: surgical inflammatory blood. Salpingectomy on (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.321 kg/sqm. [Bimanual uterine compression] on (B)(6) 2022: the uterus was noted to be approximately 9-10 cm and anteverted. [Computerised tomogram] on (B)(6) 2022: retained framents of essure coils. [Laparoscopy] on (B)(6) 2022: the patient was noted to have multiple small subserosal fibroids the largest. Approximately 1 cm in diameter. Both ovaries were identified and noted to be normal. A small area of scar tissue with possible endometriosis was noted on the left round ligament. An inflammatory blood was noted to be present in the posterior cul-de-sac approximately 1 cm in greatest dimension. The fallopian tubes were surgically absent. [Pathology test] on (B)(6) 2022: clinical history: uterus and cervix. Pre-operative diagnoses: pelvic pain in female. Post-operative diagnoses: pelvic pain in female. Specimens submitted: uterus and cervix. Final diagnosis: uterus and cervix, hysterectomy: cervix: - mild chronic endocervicitis with squamous metaplasia. - nabothian cysts endometrium:endometrium showing autolysis artifact, precluding appropriate assessment; favor benign. Myometrium: - adenomyosis. - leiomyomata. Gross description: the uterus includes smooth serosa, reticulated myometrium (maximum thickness 2.1cm) and a symmetric endometrial canal with 0.2 cm lining. Two well demarcated firm whorled white nodules are noted 0.9cm protruding against the serosa at the fundus and 1.2cm (intramural) at the posterior aspect. The cervix has a central patchless os and a symmetric endocervical canal. [Ultrasound scan] on (B)(6) 2022: revealing small fibroid < 2 cm, no large pieces of essure coils seen, and normal ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event medical device removal is replaced with device breakage reporter information,patient information,medical history,lab data,drug stop date, event onset date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("retained fragments of essure coils on CT scan") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma nos, adenomyosis, nabothian cyst, uterine cervical squamous metaplasia, chronic cervicitis, endometriosis, scar, exacerbation of disease, uterine fibroids (small), anemia and menorrhagia on (B)(6) 2022, pelvic pain, breast biopsy, pelvic pain, parity (g4p2022) and multi gravida (4) on (B)(6) 2022, fibrocystic disease of breast in 2016, hysteroscopy in 2015, low grade squamous intraepithelial lesion in 2013 and migraine in 2012. As concurrent condition the report mentioned overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2899 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2022, total vaginal hysterectomy on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-no, however a salpingectomy on (B)(6) 2022 and a hysterectomy (with absence of fallopian tubes) on (B)(6) 2022 were reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.321 kg/sqm. [Bimanual uterine compression] on (B)(6) 2022: the uterus was noted to be approximately 9-10 cm and anteverted. [Computerised tomogram] on (B)(6) 2022: retained fragments of essure coils. [Laparoscopy] on (B)(6) 2022: multiple small subserosal fibroids, the largest approximately 1 cm in diameter. Both ovaries were identified and noted to be normal. A small area of scar tissue with possible endometriosis was noted on the left round ligament. An inflammatory blood was noted to be present in the posterior cul-de-sac approximately 1 cm in greatest dimension. The fallopian tubes were surgically absent. [Pathology test] on (B)(6) 2022: pre-operative diagnoses: pelvic pain in female. Post-operative diagnoses: pelvic pain in female. Specimens submitted: uterus and cervix. Final diagnosis: uterus and cervix, hysterectomy: cervix: mild chronic endocervicitis with squamous metaplasia; nabothian cysts. Endometrium: autolysis artifact, precluding appropriate assessment; favor benign myometrium: adenomyosis, leiomyomata. Gross description: the uterus includes smooth serosa, reticulated myometrium (maximum thickness 2.1cm) and a symmetric endometrial canal with 0.2 cm lining. Two well demarcated firm whorled white nodules are noted 0.9cm protruding against the serosa at the fundus and 1.2cm (intramural) at the posterior aspect. The cervix has a central patchless os and a symmetric endocervical canal. [Ultrasound scan] on (B)(6) 2022: revealing small fibroid < 2 cm, no large pieces of essure coils seen, and normal ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-oct-2023: quality safety evaluation of ptc. Upon internal review, two separate surgeries were interpreted, a salpingectomy in (B)(6) 2022 and a subsequent hysterectomy in (B)(6) 2022 after imaging findings of retained fragments of essure coils. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.